Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ crease/folding of implant: creases were observed. ¿ seroma-late: unable to observe as it is a medical event not related to the device. No additional observations are performed. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture and pain. Patient additionally reported seroma-late, and crease/folding of implant. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, pain, crease/folding of implant

Event description:
Patient reported left side rupture and pain. Patient additionally reported seroma-late, and crease/folding of implant. Device remains implanted.